Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to verify ¿enhanced compressor motor speed required - insufficient vacuum while assisting" following an "autofill message" in the iabp¿s diagnostic error log. The fse replaced the scroll compressor and performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications and was then released to the customer and cleared for clinical service. The full name of the initial reporter noted is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed ¿maintenance may be required " code. No patient injury or adverse event was reported.